Event description:
Ous MDR - 2 months after implantation, the r-wave decreased from 18 to 10 mv and an increase in the threshold was observed. Possibly the combination of the anatomy, lead position and not enough slack of the lead in the implanted state contributed to this observation.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and a damage of the shock coil which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.